Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the hospital replaced the key panel, and the equipment returned to normal use. The device was returned to service. No further details were provided regarding the event.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's keypad had no response. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.